Event description:
Per the info provided by co by the physician, the device was removed due to a "fold in the tubing." As reported to co, the entire device was removed and replaced, with exception of the reservoir, which was left in place.